Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient experienced a myocardial infarction. The target lesion was a long, bifurcated lesion located in the proximal left anterior descending (lad) artery and extending into the mid lad (cass site 13) with 80% stenosis and was 32 mm long with a reference vessel diameter of 2.6 mm. The physician treated the lesion with pre-dilatation and implanting a 2.75 x 38 mm taxus element stent covering the origin of the 1st diagonal. Following post-dilatation with kissing balloon technique at the lad-diagonal bifurcation, residual stenosis was 0%. Ivus was performed which did not show any dissection or thrombus after treatment. One day post procedure, the patient had elevated troponin values. (Peak troponin= 0.22 ng/ml, uln= 0.05 ng/ml). The patient was treated with medication. The patient did not demonstrate any ischemic symptoms and was discharged on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(6). Patient date of birth: (B)(6). Device is combination product device evaluated by manufacturer: the device was not returned, so no analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).